Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss due to bone-loss. Implant 26 had to be re- implanted during re - implantation, bone loss was observed at implant 24. This implant was removed, and a new one was placed immediately.